Manufacturer narrative:
The date of the event reportedly occurred on an unknown date and month in 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown one-link set separated during patient infusion, further described as ¿a one-link valve that came apart in the patient¿s bed¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.